Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 13.5mmol/l on the contour next link, was retested on an ambulance meter and the reading was 7.0mmol/l. Further information was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. The customer obtained new meter and strips.